Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a white screen with alarm sound. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
D9: product received date 10/17/2024. H3: one device was returned for repair with complaint that device had a white screen with alarm sound. No service record for the last 12 months. Visual and functional testing was performed. The complaint was verified by visual inspection and found to be normal for new firmware v4.3 when device boots up. Quick flash of white screen when boot up is normal for all v4.3. The probable cause of the reported error is the delay during firmware boot up. Calibration and preventive maintenance were performed. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a white screen with alarm sound. There was unknown patient involvement and unknown adverse event reported.